Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutting failure of a probe occurred during vitrectomy surgery. The cutter stopped cutting and its sound and oscillation got weak as well. The surgery was completed after replacing the product with another one. The condition of aspiration and actuation was unknown. The involved eye and the patient identifier are not available. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Six opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal sound was observed. Engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings are all intact. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, on the welded cap and inside the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration, and nonconforming for cut. No abnormal sound was observed. During actuation, it was observed that the rotational orientation of the inner cutter is nonconforming. Probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos gouge marks at bend area, cutting edge and several other areas on the inner cutter. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal sound was observed. Engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings are all intact. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal sound was observed. Engine was disassembled, and the components inspected. Bottom o-ring has excess material on outer diameter. However, it did not exceed the specifications for excess material. Sample 5: the sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. Sample 6: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, on the welded cap and inside the port. Needle was bent at the stiffener sleeve. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration, and nonconforming for actuation and cut. No abnormal sound was observed. Probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks at bend area, cutting edge and several other areas on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s (radio frequency identification) rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm an abnormal sound on sample 1-6. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the cut failure of sample 1, 3 and 4 is not determined as the returned sample was conforming for functional testing. The complaint evaluation confirms the sample 2 probe had a cut failure. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, potentially caused by the inner cutter rotational orientation being non-conforming. The complaint evaluation was unable to confirm the reported sample 5 cut failure due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint evaluation confirms the sample 6 probe had a cut failure. The most likely cause for the cut failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as no abnormal sound was observed on sample 1-6. Sample 1, 3 and 4 were conforming for all functional testing. The exact root cause of the sample 2, 5 and 6 cut failure and bent needle and bent inner cutter of sample 6 could not be determined. A non-conformance record has been initiated related to the inner cutter rotational orientation observed on sample 2. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).